Manufacturer narrative:
Voluntary distributor narrative: the manufacturer, (B)(4) is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the comaplaint system to assure patient safety.

Event description:
Voluntary distributor report: the customer reported that the 85530101, bipolar cable, would not work during a diagnostic laparoscopy on (B)(6) 2019. Another bipolar forcep had to be used requiring the incision to be extended 2 mm so that the port could be exchanged from a 3 mm to a 5 mm port. There was no additional medical intervention required, the patient did not require any additional recovery time. There was a 30-minute delay in surgical time. This report is being raised as a patient injury due to the incision being extended.